Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced that infusion set was leaking between tubing and cannula on (B)(6) 2025, which resulted in elevated blood glucose (288 mg/dl). The infusion set was leaked after 24 hours of wear. No further information was available.